Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the hercules universal stabilizer arm broke and pieces fell into the patient's chest. After completion of the procedure, an exploratory procedure was performed due to bleeding and another piece was retrieved. It is unknown how much bleeding occurred. The surgical results are also unknown.

Manufacturer narrative:
The returned sample was visually inspected up on receipt. It was confirmed that the arm was broken and the swage had completely disconnected from the quick connect. The swage also appeared to be of an older design than the current hercules model, and there were additional welding marks on the underside of the quick connect that did not look like original welding marks from manufacture. The cable wire was intact with no anomalies noted. Due to the appearance of wear on the device, and additional weld marks on the quick connect, it is likely that the damage to the swage was due to wear and tear from use and reprocessing of the device, or the manipulation of the weld between the quick connect and the swage. The device history records were reviewed, no manufacturing related issues were found. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.